Event description:
Report received of a clave leak. It was reported that a pt was receiving an unspecified chemotherapeutic drug given IV push. The medication was pushed into the pt's distal clave port. It was noted by the clinician that the clave port leaked fluid onto the pt's hand. The chemotherapy spill protocol was put into place. The tubing was changed with no further problems. There was a 30 minute delay in therapy. There were no reported adverse pt effects. No further clinical info is available.